Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor presented a flashing lamp indicator in the front panel. This event occurred during set up. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation the customer contacted olympus technical assistance support (tac), who provided remote troubleshooting for device flashing lamp indicator and e311 error code. Incomplete connection was found. The customer informed tac of the event and reported event was confirmed. Updated fields: g3, h2, h6, and h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.